Manufacturer narrative:
During inflation of a 6mm x 20cm x 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter, it ruptured within nominal pressure. The eccentric and calcified lesion in the left superficial femoral artery was two cm (in length) with 99% stenosis. The saber pta balloon catheter was removed from the patient¿s body and replaced with a same sized (non-cordis) balloon catheter. The procedure was completed with no patient injury. A cross-over approach was made from the right-femoral artery with a non-cordis guiding catheter and guidewire which crossed the lesion. The saber was flushed as per the instructions for use (IFU) and inserted. The physician commented that the saber ¿was hit by the calcification and it ruptured.¿ the product was not returned for analysis. A product history record (phr) review of lot 17670990 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of eccentric calcification with 99% stenosis may have contributed to the reported event as calcification is known to cause damage to balloon material. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Concomitant medical products: guiding catheter (6f 45cm, destination, terumo), guidewire (vassallo floppy, filmec) new balloon catheter (shidenhp, kaneka). (B)(6). The saber rx pta catheter is not sold in the us butt it is similar to the saber pta catheter, that is sold in the us. The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During inflation of a 6mm20cm155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter, it ruptured within nominal pressure. It removed from the patient¿s body and was replaced with a same sized new balloon catheter (non-cordis). The procedure was completed. There was no patient injury and the device will not be returned as it was discarded in the hospital. The eccentric and calcified lesion in the left superficial femoral artery was 2cm (in length) with 99% stenosis. A cross-over approach was made from the right-femoral artery with a guiding catheter (6f 45cm, destination, terumo). A guidewire (vassallo floppy, filmec) crossed the lesion. The saber was flushed as per the IFU and inserted. The physician commented that the saber ¿was hit by the calcification and it ruptured.¿